Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n370292, implanted: (B)(6) 2013, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had been having left knee issues. She went to physical therapy the morning of the report, where a tens unit was used. For some reason, the patient was feeling stimulation on her right leg when she got home. The stimulator was checked, and it turned out therapy was on, which was why she had stimulation on the right leg. Stimulation was no longer there after therapy was turned off and the issue was considered resolved.